Event description:
An astron pulsar stent system was chosen for treatment of a severely calcified lesion, 95 percent stenosis degree in the mildly tortuous medial right sfa. It was not possible to deploy the stent, neither inside nor outside patient.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 1 mm. The stent has not been released. The outer shaft shows no damage or irregularity. The diameter of the outer shaft complies with the specification. The proximal stent markers show slight deformation. The proximal end of the inner shaft is severely compressed and has buckled. The stent could not be released as it was blocked underneath the retractable outer shaft. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The guidewire used in the intervention was not returned. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.